Event description:
Customer reported a previous high blood glucose event with the highest level displayed as "high," although the specific value was unknown. Cause was not known. Customer managed the situation by using a correction bolus via pump. Tandem technical support recommended consulting with a healthcare professional to discuss factors affecting blood glucose levels.